Manufacturer narrative:
As per philips, further investigation. No allegation was provided nor could be confirmed. Thus, this case is a non-complaint.

Event description:
It was reported the unit needs an upgrade of the whole unit. No patient involvement reported at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.